Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported visiting her healthcare provider (hcp) because she was experiencing irritated pod site. It became red and inflamed when the pod was removed. She was diagnosed with contact dermatitis and placed on a prescription anti-inflammatory steroid spray to apply prior to placing pod on and a cream to use after pod is removed. Names of medications were not provided.